Manufacturer narrative:
(B)(4). Physio-control evaluated the device's battery. It was determined that the battery was normally depleted due to age and use. The internal battery data logs indicated that the device had been displaying a low battery charge indication for at least 7 days prior to the reported event and had not been replaced. The customer also was not carrying a fully-charged spare battery (as recommended in the device operating instructions). Physio-control has concluded that the reported event was due to the battery not being replaced after it had reached a low state of charge as indicated in the readiness display on the device. The failure to properly maintain the device by replacing the battery when indicated as "low" is associated with corrections and removals number 3015876-05/01/2014-001c.

Event description:
It was reported to a physio-control distributor that the customer had attached their device to a patient and attempted to defibrillate. While charging, the device powered down. No further information was provided about the patient or their outcome. At the beginning of the event, the customer reported that the battery had one bar present.